Event description:
It was reported that the bipolar impedance had decreased and the threshold had changed. It was also reported that unipolar impedance was higher than bipolar impedance. The lead will be replaced. No patient complications have been reported as a result of this event.